Event description:
It was reported that the unspecified bd¿ tubing was cracked and leaked from the line during the circle priming process. The following information was provided by the initial reporter: "rn reported that chemotherapy was leaking from the line during circle priming. Upon investigation by rn, it was noted that the tubing had a crack from which the chemotherapy was leaking from, during circle prime."

Manufacturer narrative:
H6: investigation summary: a complaint of cracked tubing was received from the customer. No product or photo was returned by the customer. A device history record review could not be performed because a model or lot number was not provided by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of cracked tubing was received from the customer. No product or photo was returned by the customer. A device history record review could not be performed because a model or lot number was not provided by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ tubing was cracked and leaked from the line during the circle priming process. The following information was provided by the initial reporter: "rn reported that chemotherapy was leaking from the line during circle priming. Upon investigation by rn, it was noted that the tubing had a crack from which the chemotherapy was leaking from, during circle prime."